Event description:
It was reported that when the carrier was removed, the silicone adhesive did not remain on the film and removed with the carrier from the film, so it was impossible to use. A backup was available. No delay was reported. The sample will not be returned and further information is not available.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation and with no additional information provided we have not been able to establish a relationship between the reported event, or determine a root cause, probable root cause includes raw material issue. No batch/lot number has been provided, however at this time we have no reason to suspect that the product did not meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.